Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The complaint includes the patient is having headaches. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of experiencing headaches while using the device. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was evaluated, observed the following from an external and internal inspection: evidence of sound abatement foam degradation/breakdown was not observed in the base unit. See ER 2244873 (v1) for the procedure used to make this determination. See att-312886226 for photos and logs. Pil verified the device provides airflow using a known good power supply. Care orchestrator data shows the patient had a compliance rate of 100%. 1 error was logged. The device has 13454.2 hours with 12666.4 blower hours and 12666.2 therapy hours logged. 1 of error #4 err_null_ptr (reboot error) programmatically, the unit has entered a state where the developers feel warrants a reboot of the system in order to correct. This error is the result of the detection of a null pointer in a place in code where one is not expected and would cause the system to behave in an unknown fashion. Pil observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, control dial, keypad, pca, blower, blower box, blower outlet seal, p4 power connector, dc jack color insert. An unknown contaminate was observed inside the top and bottom enclosures, inside the ui and rear panels. Pil technician observed an insect inside the bottom enclosure. Liquid ingress was observed on the blower and blower box. A contaminate consistent with keratin was observed on the blower box. ER-2243857 v01 addresses the issue of keratin. Pil is unable to directly address the symptoms outlined in the complaint. Pil did observe dust/dirt contamination in the airpath, likely from a source external to the device. Pil observed no evidence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found 1 errors. The manufacturer concludes that device, there was no evidence of sound abatement foam degradation/ breakdown observed in the bas unit. In this report, sections d9, g3, h3, and h6 have been updated or corrected.